Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the central processing unit (cpu) printed circuit board assembly (pcba). The fse confirmed the reported issue had been resolved after replacement of the cpu pcba. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: (01)00884838009851.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turned on by itself. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing

Manufacturer narrative:
E: (B)(6).